Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio output. Patient reported no audio, only vibrations. Dexcom technical support advised patient to test the alert functionality of device. After testing the alarms, patient told dexcom technical support that the alerts were not working according to settings at the time of the call. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.